Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that the patient's ins was overdischarge. The representative couldn't establish communication with the patient programmer, recharger, or clinician programmer. The patient last successfully charged on (B)(6) 2018 and the representative suspected that this could be due to rapid overdischarge. The representative was performing a physician recharge mode. No symptoms or further complications reported.